Event description:
It was reported that the large hem-o-lok clip applier instrument was found to be broken at the tip. There was no report of any injury. No report of fragment fall into the patient.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have a broken main tube approximately 42.73mm from the distal tip. A piece measuring approximately 5.95mm x 11.42mm was not returned with the instrument. Components adjacent to this broken main tube do not show damage. The complaint regarding large clip applier broken at the tip was confirmed by failure analysis. The probable root cause of broken main tube and dislodged proximal clevis is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments.

Event description:
Refer to h11 for follow-up information.